Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mm x 2.5mm target lesion was located on the moderately tortuous and severely calcified left circumflex artery. A 2.25x28mm promus element ¿ drug eluting stent was advanced to treat the lesion but during introduction the distal stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted & damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site with subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found damage to the inner wire lumen proximal to the proximal balloon cone location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mm x 2.5mm target lesion was located on the moderately tortuous and severely calcified left circumflex artery. A 2.25x28mm promus element ¿ drug eluting stent was advanced to treat the lesion but during introduction the distal stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.